Event description:
It was reported to olympus that the gastrointestinal videoscope had angle down. It is unknown when the issue was identified. There were no reports of patient harm. During device evaluation at olympus, it was found that the device had foreign object inside the nozzle. This report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reported event as stated in b5 other findings are as follows: angle knob was out of normal due to the stretching of the angle wire, scratches on the insertion tube due to external factors, scratches on the curved rubber caused by external factors, air and water pipes became loose due to external factors, discoloration of the lighting lens was observed, discoloration of the objective lens was observed, scratches on the control panel due to external factors, discoloration of the control panel was observed, switch box was discolored due to handling, suction cylinder scraped due to external factors, scratches on the control unit cover caused by external factors, t discoloration of the control panel cover due to handling, scratches on the u/d knob caused by external factors, u/d (up-down) knob discolored due to handling, discoloration of the fe lever is observed, scratches on the r/l knob caused by external factors, r/l knob is discolored due to external factors, scratches on the grip caused by external factors, discoloration of the grip part is observed, scratches on the universal cord caused by external factors, universal cord discolored due to handling, scratches on the control side of the universal cord due to external factors, scratches on the scope connector side of the universal cord, water on the electrical connector, scratches on the scope connector due to external factors, scope connector is discolored due to handling and discoloration of the fe (forceps elevator) knob was observed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the foreign material remaining in the device. The DHR confirmed that the subject device was shipped in accordance with the specifications. The foreign material was unable to be specified. The root cause of the foreign material remaining in the subject device was unable to be specified. It was confirmed that the foreign material residue point was free of deformation. It was confirmed that reprocessing was practiced in accordance with IFU. The occurrence of the reported problem can be prevented by processing in accordance to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.